Event description:
It was reported that the catheter broke off during a revision surgery. It was also reported that after an implant of a new pump and catheter, the patient underwent another surgery a week later. The catheter was replaced due to it being broken in several places and becoming dislodged half way from the spine. During the surgical procedure, the physician had a really hard time tunneling through due to the presence of muscle. It was believed that the tunneling caused the catheter issue. It was also reported that the patient's pump was floating in the pocket and the patient was feeling a cold and burning sensation. The patient had also felt this cold and burning sensation when the catheter had broken the first time. The patient was also building up with fluid again by the pump such as when the catheter had broken the first time. The patient had been in bed 24 hours a day for 7 days a week since the catheter was replaced. It was noted that the patient is still taking just as much oral baclofen (20 mg; 4 times a day). The patient's spasticity was a little better, but "not as good as before when the catheter first broke." The patient was still experiencing spasms, though "not as bad as before the pump, but not as good as before the catheter broke the first time". The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was previously reported that the patient underwent a second revision surgery on (B)(6) 2012 after the dislodged and the patient was not reaching efficacy. This event will now be captured in mfg. Report # 3004209178-2013-04534, along with any additional information regarding this event.

Event description:
Additional information: the proximal portion of the patient's catheter broke at the patient's flank. It was unclear exactly what caused the catheter to break, however, the patient had been "doing stuff in his shop" and felt a "pulling and pop around where the catheter was tunneled". In the days that followed, the patient developed a seroma around the catheter site in his back; and experienced an increase in spasticity. A new catheter was implanted and the entire old catheter was explanted. The patient had recovered well, and his dose was being titrated accordingly. The explanted catheter piece was discarded by the healthcare provider.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type: catheter; product ID 8598a, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: catheter; product ID 8596sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: catheter. (B)(4).

Event description:
Additional information received reported the catheter dislodged and the patient was not reaching efficacy. A revision took place on (B)(6) 2012 where the distal segment (38.1 centimeters untrimmed) was replaced since it was slipping down. It was reported five days later that the patient was "fine."